Manufacturer narrative:
(B) (4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same patient as MFR# 2134265-2010-01244. It was reported that post a coronary stenting treatment procedure, restenosis occurred. The target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). An unspecified size express2 stent was implanted. After an unknown time period in-stent restenosis was noted. The restenosis was treated with a taxus liberte 20x3.0mm stent. No additional patient complications were reported. The patient's current condition is listed as "good".